Event description:
An ongoing issue with the insulin gauge being inaccurate with multiple cartridges was reported. Customer loaded a new cartridge each time to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.